Event description:
The customer reported that during an implant/explant of a pacemaker, the operating room reported that the coag would not turn off while in use. They swapped the generator for another but used the same pencil and everything was fine. There was no pt injury. The pencil was not saved. The biomedical engineer later tested the generator and reported that intermittently when he plugged a pencil in and activated coag, the blue led and tone came on indicating activation. The rem red light would then come on. However, if he press the coag button again, the blue led and tone come back on again even though the red rem light is on.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.